Manufacturer narrative:
The product was not returned for analysis. The device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested.

Event description:
A surgeon reported glistenings were observed in the intraocular lens (iol) of a pt five years following iol implant surgery. The surgeon stated the pt's visual acuity has decreased from 0.6 (~20/33) to 0.3 (~20/75). Additional info has been requested.